Manufacturer narrative:
Submit date: 12/02/2016. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a safety syringe. The customer states that there was a foreign matter was on the needle (outside the needle). It was free floating not embedded. The syringe/ needle was not used on a patient.